Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissors instrument associated with this complaint and completed its investigation. Failure analysis (fa) did not confirm the reported issue ¿ tip melted. Fa found the instrument to have a broken tube extension at the distal end. The tip was not melted and there were no pieces missing. Fa also found the instrument tube extension bent. A new tip cover was installed successfully on the bent tube extension and was still able to pass through an 8mm cannula. Not bulging was found. The mcs tip cover accessory has not been returned to intuitive surgical inc. (Isi) for failure analysis evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up medical device report (MDR) will be submitted if the accessory is returned or if additional information is received.

Event description:
Refer to additional MFR narrative for follow-up information.

Manufacturer narrative:
This complaint is being reported due to the follow conclusion: it was alleged that after completion of a da vinci assisted surgical procedure, the mcs tip cover appeared to have "melted" indicating possible unintended arcing. Although, no patient harm was reported at this time it is unknown what caused the customer reported failure.

Event description:
It was reported that after completion of a da vinci-assisted heller myotomy procedure, the "orange protective tip" from the monopolar curved scissors (mcs) instrument appeared to have melted and a result left a "hard little piece" protruding. This issue was identified when the instrument was sent sterile processing. There was no report of fragments falling inside the patient. The planned surgical procedure was complete and no patient harm, adverse outcome or injury was reported.